Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted a cracked water tank cover. Functional testing found the device would not pass the ground bond. This causes a high ohm reading. The complaint was confirmed. Root cause was attributed to a faulty line cord. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the line cord and water tank cover. Performed preventative maintenance and calibrated the device. Device passed functional testing after the completed repairs.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventive maintenance testing the device had high "ohm" reading. No patient involved.